Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported display segments/pixel defective; has many black spots. Misinterpretation is sometimes possible. No health problems. Caller stated the rubber from the battery compartment is worn out. No adverse event reported. Requested return of the alleged infusion device for evaluation.